Event description:
It was reported that the patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to pump pain. The location of the pain was around the testicles. The physician suspects the adhesion of the pump cable to the testicles contributed to the pain. The existing ipp device was removed and replaced with a spectra penile prosthesis (spp). No complications were observed during the replacement.

Event description:
It was reported that the patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to pump pain. The location of the pain was around the testicles. The physician suspects the adhesion of the pump cable to the testicles contributed to the pain. The existing ipp device was removed and replaced with a spectra penile prosthesis (spp). No complications were observed during the replacement.

Manufacturer narrative:
Investigation summary: based on the information available, the reported symptoms of pain and adhesion were unable to be confirmed though product analysis but a pump malfunction was identified through functional test. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. There were the leaks in the krt (reservoir) that was the result of sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The damage tubing was removed. The pump was functionally tested and failed activation test. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of pain and adhesions were found to be listed in the IFU. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.